Manufacturer narrative:
E1: (B)(6). E2: hospital engineer. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: universal cord failure (the fracture of the universal cord assembly). A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: this event "image stripes, flashing screen" was caused by universal cord failure (the fracture of the universal cord assembly). The most likely cause of the universal cord failure was that it was damaged by the force of being pulled. The cause of the failure traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had image stripes and flashing screen during reprocessing. There were no reports of patient involvement.